Manufacturer narrative:
(B)(6) a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that on (B)(6) 2016, a bd intima-ii closed IV catheter system was inserted into a patient's left hand for infusion therapy. On (B)(6) 2016, the patient complained of pain at the IV insertion site. Redness and swelling at the IV site was also observed. The nurse provided topical magnesium sulfate and alcohol at the patient's IV insertion site to help decrease the patient's pain and the nurse used a steel cannula in the patient's right hand for his infusions instead. As of (B)(6) 2016, the redness and swelling on the patient's left had disappeared but the patient's vein and IV insertion site were still stiff (approximately 0.5cm x 1cm).

Manufacturer narrative:
Correction: the initial MDR reported this incident as both an adverse event and product problem. A correction is being submitted to report the incident as an adverse event only.

Manufacturer narrative:
Results: although it was initially reported that a sample would be available for evaluation, a sample was not returned. A review of the device history record and the device sterility record revealed no irregularities during the manufacture of the reported lot # 5229059. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. A sample was not returned for evaluation.